Event description:
As reported by the user facility: event: pump switched off during infusion, no alarm occurred, no one touched the pump. No info available as to solution infusing. No pt injury. Pump sent to biomed; there was no battery in the pump. History checked; it was alarm 1024. Pump placed on desk in biomed; while waiting for report from end user, "the pump switch on by itself" and displayed error 1024. The battery was kept out of the pump. Three (3) pump history reports received. Add'l info received from user facility: neonatal patient receiving ECMO (extracorporeal membranous oxygenation). Infusion of epoprostenol (prostanoid vasodilator) in IV bag, this IV bag had an ice bag around it to keep cold, and was sitting on top of syringe pump. No pt injury. Facility declined to share internal incident report with b braun.

Manufacturer narrative:
(B)(4). B braun (B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR) and b braun (B)(4) (the importer). This report has been identified as b braun (B)(4). A review of the pump's operational log revealed that on (B)(6) 2012 at 14:18:53, an infusion was in progress from the day before, which was started at 17:48:07 with a rate of 0.27 ml/hr. The log shows that at 14:18:50, the on/off button was pressed and the infusion stopped at 14:18:53 with a total volume infused of 5.53 ml, or 100.7% of the expected volume. Immediately after the infusion stopped, the pump went into stand-by with no keys pressed. At 14:19:10, nineteen seconds after the pump went on stand-by, the alarm sounded and an alarm code 1024 was displayed. The log shows that at 14:38:17, twenty minutes after the pump went on stand-by, the on/off key was pressed and the pump was switched off. The log also indicates that at 14:38:24, an attempt was made to turn on the pump, but this attempt was interrupted by another 1024 alarm code. This sequence was repeated at 14:50:22. Consequently, the log also shows the on/off key being pressed and an 'invalid' message was displayed. Alarm code 1024 was recorded in the pump log four (4) times on (B)(6) 2012. Alarm code 1024 is related to a key-lock on the keypanel. The alarm will sound if any of the buttons on the pump's keypanel are stuck or the user holds down any of the buttons for too long. Per the log, the infusion was not interrupted, as reported by the facility. The infusion ran for over 21 hours, from 17:49:07 on (B)(6) 2012 to 14:18:53 on (B)(6) 2012, and the log shows the pump was manually stopped at 14:18:53. An alarm 1024 occurred seventeen seconds after the infusion was stopped; this does not concur with the reported complaint that the pump did not alarm. The pump was tested three times with a rate of 0.27 ml/hr and a volume to be infused (vtbi) of 5.53 ml, which is consistent with the settings recorded during the reported event. In all three instances the tests completed with no interruptions or errors. Based on the results of this investigation the pump operated as intended; therefore, no definitive conclusions can be made regarding the cause of the reported event.